Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 3 events were reported for this quarter. Product return status: 3 devices were received. Evaluation findings (results/components) 1 device: mechanical problem identified / screw 1 device: wear problem / fail-safe system 1 device: wear problem / switch/relay. Product disposition: 3 devices: serviced and returned to customer additional information: 3 devices were not labeled for single-use. 3 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30, 2025. This report summarizes 3 events for the failure: detachment of device or device component. - 3 events had problem identified during non-clinical procedure; there was no patient involvement.